Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was deployed. The patient experienced bleeding and hemostasis was achieved. No pre deployment angiogram was performed. Four to five hours later, the patient's blood pressure dropped. The patient experienced retroperitoneal hematoma. One day later, the patient was transferred to another hospital and blood was administered. Eight days later, the patient recovered and was discharged from the hospital.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.